Manufacturer narrative:
Subject birth date is (B)(6).

Event description:
It was reported that re-occlusion of the implanted stent occurred. The subject underwent treatment with the eluvia study stent on (B)(6) 2019 as part of the (B)(6) trial. The target lesion was located in the right distal superficial femoral artery (sfa) and the proximal popliteal artery was not involved. The target lesion had a 4.3mm proximal reference vessel diameter and a 4.2mm distal reference vessel diameter. The total length of the lesion was 110mm. The target lesion was 100% occluded and crossed through the true lumen. Pre-dilation was performed with one balloon, and afterwards a 6x120mm eluvia stent was successfully implanted. Post-dilation was performed using one balloon. Residual stenosis was 0%. No thrombus was seen at the end of the procedure. On (B)(6) 2019 the patient experienced a re-occlusion of the stent. The patient was admitted to the hospital on (B)(6) 2019 and the re-occlusion was treated with lysis and percutaneous transluminal angioplasty (pta). On (B)(6) 2019 the patient was discharged from the hospital. The physician assessed the event as serious. The event was reported as resolved on (B)(6) 2019 and possibly related to the device and not related to the index procedure.